Event description:
Nellcor puritan bennett rec'd a call from facility on 11/02/1998. Facility called to report the following problem: during simulator test with apnea period set to 15 seconds, monitor did not alarm until 25-30 seconds.